Event description:
Treatment of a ruptured avm (arteriovenous malformation). During the onyx injection, it was reported that the catheter became stuck in the patient and the catheter was cut at the groin and left in the patient. It was also reported that the onyx went to some unintended places in the vasculature. It was reported that the patient had two small strokes post procedure and was intubated in the ICU (intensive care unit) due to complications from asthma. Same event as MDR# 2029214-2013-00672.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).